Event description:
The pump was alarming. Telemetry confirmed a critical alarm was occurring. The alarm was due to a pump motor stall. The pump recovered 56 hrs after it stalled. A pump replacement was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).